Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device. Correction b2: life threatening added.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds and loss of capture, also, a perforation occurred. Subsequently, a revision procedure was performed. This rv was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds and loss of capture, also, a perforation occurred. Subsequently, a revision procedure was performed. This rv was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.